Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 5th 2016, the reporter contacted lifescan (lfs) (B)(4) alleging that a onetouch verio pro plus meter misclassified a blood sample for control solution. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during follow up correspondence with lfs¿s (B)(6) contacts. The reporter stated that the alleged product issue occurred at an unspecified time on (B)(6) 2016. At this time the patient was in a hospital, and had been taken there for other health reasons, unrelated to diabetes. The patient¿s blood glucose was measured by a nurse using the subject meter and a result of ¿low¿ was obtained on two occasions. As a result, the patient was administered with a ¿40-50%¿ IV glucose solution by the healthcare professional (hcp) in the hospital. The patient¿s blood glucose was then measured as ¿408 and 545mg/dl¿ on a ¿lab device¿ and the subject meter respectively. As a result of these elevated results the nurse then administered the patient with an unspecified dosage of insulin in order to bring the patient¿s blood glucose levels back down. At the time of troubleshooting, the customer service representative was unable to resolve the issue. The subject products were requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The hcp administered IV glucose in error and in addition, the patient did not develop any symptoms of serious injury as a result of the alleged product issue. However, this complaint is being reported as a product malfunction because the alleged product issue remained unresolved at the time of troubleshooting.